Manufacturer narrative:
A product investigation was performed for this device. The root cause of the instability is undetermined. The radiographic and clinical data were reviewed by a sign orthopedic surgeon. This failure does not indicate a defect in the product. A minimal risk is associated with this failure. Sign fracture care international continues to monitor these events as part of our post market surveillance activities.

Event description:
We became aware on (B)(6) 2024 that a sign im nail implanted to repair a fracture was augmented with a sign fx plate due to instability and non-union. A 6 hole fx plate was added per the sign technique manual. Surgeon comment: "non union with standard sign nail was found during exploration without infection. Clearing (removal the fibrous tissue) on fracture surfaces and distal fragment can not be controlled for stability. Additional one distal screw, 6 hole fx plate augmented and allograft was inserted into fracture site. One washer was used for larger hole of most proximal."